Manufacturer narrative:
Evaluation summary attached: as received, all three leaflets were dehydrated. Leaflets appeared stiff and translucent-like in appearance. Heavy calcification was observed in the cusp areas of leaflets 1 and 3; moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margins of all three leaflets exhibited minimal to moderate calcification. Leaflet 1 had 3 tears, one tear at commissure 1 measured approx 4mm in length, one tear at the free margin measured approx 11mm in length and one tear at commissure 2 measured approx 7mm in length. Leaflet 3 had a tear at the free margin, tear measured approx 7mm in length. Calcification was observed near the regions of the tears. Leaflet 3 had a cut area of approx 9mmx9mm. Cut section was not returned with the device. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the inflow aspect by approx 5mm. The x-ray demonstrated calcification and commissure 2 wireform distorted. Approx 90% of sewing ring was cut. Approx 75% of wireform on the inflow aspect was exposed. These damages are most likely due to explant. No evidence of suture looping was observed on leaflets or host tissue at all three commissures. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider has provided no information regarding the event. However, the device was returned for evaluation and has been determined this device was most likely explanted due to stenosis. There are no known contributing factors to the heavy calcification and the host tissue overgrowth. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards has learned that a 27mm model 6900p mitral bioprosthetic valve has been explanted after an implant duration of nine (9) years, three (3) months, twenty-five (25) days. The reason for explant has not been provided by the customer. No additional information provided.